Manufacturer narrative:
A correlation between the device and the reported bloody drainage at the driveline exit site and potential driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device remained implanted and the patient remained ongoing on vad support until expiring on 10jan2017 due to cardiac arrest. It was reported that the pump would not be returned to the manufacturer for evaluation. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with a potential driveline infection on (B)(6) 2016. The patient stated that trauma to the driveline exit site had occurred, and that there was bloody drainage at the driveline exit site. Upon assessment, there was a large raised, reddened, and painful area just above the exit site. It was reported that the pain on palpation appeared to be parallel to the driveline itself, and extended upward to the pump. The patient denied any other instances of trauma. It was also observed that there was a cigarette burn on the driveline near the exit site. It was reported that the patient smoked at least a half a pack of cigarettes per day. CT of the driveline was performed; however, the results were not provided. No additional information was provided.